Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter was sent for the customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. Customer had called in because his meter was not turning on with the strip but did turn on with the "on/off" button. Customer then stated that it was very important that he be able to get a reading because last night the meter read hi. Customer stated he took his insulin and then the reading came down to 526 mg/dl (non-fasting). Customer's wife stated that he has been drinking a lot of orange juice and taking cold medication because he has the flu. Customer was asked if he was symptomatic, he stated no. Customer's pharmacy was contacted and they agreed to provide a meter and 50ct vial of strips. When customer was called back to make him aware, he was asked again if he was symptomatic. Customer then stated yes and that he was having blurry vision. Customer was advised to seek medical attention; customer declined and stated that he just needed to give himself insulin. Customer was advised again regarding medical attention and was asked if he could call his doctor. Customer stated that he would call his doctor while his wife drives him to the pharmacy. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date at time of call is a month. The meter memory was not reviewed for previous test result history.